Event description:
It was reported that the customer's blood glucose was 452 mg/dl and she was receiving calibration error and change sensor alerts. At the time of reporting, the customer's blood glucose was 345 mg/dl, which was treated with a bolus. The customer stated her blood glucose had been high since she underwent appendix surgery. Troubleshooting was performed for the sensor alerts. The customer's sensor was inserted into her leg as her doctor advised her not to put anything in the abdomen after her surgery. The customer had already removed the sensor. Calibration techniques were reviewed and advice was given. The change sensor alert was the result of two consecutive calibration errors. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.